Event description:
It was reported that an unspecified cartridge issue occurred which resulted in "erratic¿ blood glucose (bg) level; however, there was no reported adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.